Manufacturer narrative:
Unit passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm happened during a bolus and it keeps happening more frequently. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was able to clear and complete insulin pump rewind. Customer states insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.